Event description:
The unit was being used in a hosp setting, co assumes to provide circulatory and respiratory (CPR) support to a pt in a state of clinical death. It was reported that at some time during set up or use, co does not know which, the ventilator portion of the device appeared to malfunction and provided random ventilation. Relevant information: this exact type of failure has occurred much more often than expected with units placed in foreign country. Co is aware that many of these units are misused in a manner that causes one component (programmer) to wear out prematurely. (The units are run continuously as pt ventilators). The device was not designed nor intended for this type of use. It is designed as an emergency CPR device. Because of this problem unique to users location, co has tested this component extensively for it's longevity under normal use. It only fails prematurely if the device is used inappropriately, in light of the fact that this is the second incident of this type in thid foreign country this year, co is again testing programmers to failure. As of this writing the test is not complete, but the programmers are approaching 2 million cycles with no sign of failure. This is well beyond the specification of this component. Although co does not have direct verification, co assumes that an aternative method of ventilation (automatic or manual) was available in this hosp setting. The malfunction of the device presumably did not affect the care of the pt.